Event description:
A vaxcel plus dialysis catheter was placed for therapeutic purposes. During placement, the peel away sheath did not separate fully on one side. The procedure was completed with another device.